Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 patient for suspect device in coaguchek xs system.

Event description:
Caller states during a correlation study the following coaguchek s/coaguchek xs results were obtained. Patient 1: 1.5 inr/2.0 inr; patient 2: 2.0 inr/2.5 inr; patient 3: 1.9 inr/2.5 inr; patient 4: 2.2 inr/3.0 inr; patient 5: 2.2 inr/1.6 inr; patient 6: 2.0 inr/2.6 inr; patient 7: 1.8 inr/2.4 inr. No trreatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.